Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they called emergency medical services due to hypoglycemia on (B)(6) 2022 with a blood glucose value of 40 mg/dl. The customer also stated that they gave dextrose at the emergency medical services to treat hypoglycemia. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. The device will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The mother reported via phone call that emergency medical services (ems) were dispatched for the customer on (B)(6) 2022 at 10:30pm due to hypoglycemia and the customer being unresponsive. Blood glucose at time of event was 41 mg/dl. Ems treated with 500 ml of dextrose via intravenously. Customer did not experience any other symptoms. Customer began experiencing low blood glucose the day before event. Additionally, the customer had been experiencing issues with their sensors. Mother declined to complete troubleshooting. Auto mode was not in use. Product is not expected to return.